Event description:
It was reported that at a scheduled retrieval appointment, it was discovered that the filter had migrated cephalad and was tilted in the right renal vein. The dr went in the next day using a retrieval sys to straighten the filter out. The filter was then removed the following day using another retrieval sys. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed, with special attn to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the first event reported for this mfg lot #. The sample was not returned for eval as it was discarded at the user facility. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.